Manufacturer narrative:
Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. In addition, the reported issue has been investigated. Investigation concluded that the device performed as intended by displaying an error message, protecting the user from an erroneous result.

Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch verio flex meter was displaying an ¿error 4¿ message. The complaint was classified based on the customer care agent (cca) documentation. It was not reported when the alleged error message began to appear. The patient manages her diabetes with a combination of insulin and oral medication. It was not reported if the patient made any changes to her usual diabetes management due to the alleged issue. The patient reported developing symptoms of ¿headache and shakiness¿ whilst on the call and claimed she was going to eat something as treatment for the symptoms. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca noted that the patient was testing with test strips that were expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the error message began to appear. The alleged meter issue could not be ruled out as a cause or contributor to the event.